Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, migration of the inferior vena cava (ivc) filter, severe post-implant pain, and tricuspid regurgitation (tr). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records, the patient¿s pre-operative diagnosis was left lower extremity (popliteal) deep venous thrombosis (dvt). The patient was also unable to be anticoagulated therefore the filter was suggested. During the index procedure, the filter was placed under fluoroscopy below the renal veins and above the level of the femoral veins. The patient tolerated the procedure well and was transferred in stable condition. According to the patient profile form (ppf) indicates that the entire filter migrated to the right ventricle of the heart and that the patient is suffering from mental anguish, anxiety and stress. Six months and eleven days post implantation, the patient had the filter removed via an open chest procedure. Per the medical records, the heart was exposed through a full sternotomy and the patient was placed on cardiopulmonary bypass (cpb). The ivc filter was removed and a tricuspid valve reconstruction with cleft repair was required as the filter had been densely involved with the septal leaflet of the tricuspid valve. At the completion of the procedure, transesophageal echocardiography (tee) demonstrated mild to moderate tr. The patient tolerated the removal procedure well. According to the patient profile form (ppf) received on 04/10/2018: the patient discovered that his ivc filter had migrated on or around (B)(6) 2010.

Manufacturer narrative:
The following additional information received per the medical records, the patient¿s pre-operative diagnosis was left lower extremity (popliteal) deep venous thrombosis (dvt). The patient was also unable to be anticoagulated therefore the filter was suggested. During the index procedure, the filter was placed under fluoroscopy below the renal veins and above the level of the femoral veins. The patient tolerated the procedure well and was transferred in stable condition. According to the patient profile form (ppf) indicates that the entire filter migrated to the right ventricle of the heart and that the patient is suffering from mental anguish, anxiety and stress. Six months and eleven days post implantation, the patient had the filter removed via an open chest procedure. Per the medical records, the heart was exposed through a full sternotomy and the patient was placed on cardiopulmonary bypass (cpb). The ivc filter was removed and a tricuspid valve reconstruction with cleft repair was required as the filter had been densely involved with the septal leaflet of the tricuspid valve. At the completion of the procedure, transesophageal echocardiography (tee) demonstrated mild to moderate tr. The patient tolerated the removal procedure well. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was left lower extremity (popliteal) deep venous thrombosis (dvt). The patient was also unable to be anticoagulated therefore the filter was suggested. During the index procedure, the filter was placed under fluoroscopy below the renal veins and above the level of the femoral veins. The patient tolerated the procedure well and was transferred in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, migration of the inferior vena cava (ivc) filter, severe post-implant pain, and tricuspid regurgitation (tr). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form (ppf), the entire filter migrated to the right ventricle of the heart and that the patient is suffering from mental anguish, anxiety and stress. Six months and eleven days post implantation, the patient had the filter removed via an open chest procedure. Per the medical records, the heart was exposed through a full sternotomy and the patient was placed on cardiopulmonary bypass (cpb). The ivc filter was removed and a tricuspid valve reconstruction with cleft repair was required as the filter had been densely involved with the septal leaflet of the tricuspid valve. At the completion of the procedure, transesophageal echocardiography (tee) demonstrated mild to moderate tr. The patient tolerated the removal procedure well. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15011485 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported post-operative pain and tricuspid regurgitation are related to the event of filter migration and subsequent removal surgery. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was left lower extremity (popliteal) deep venous thrombosis (dvt). The patient was unable to be anticoagulated therefore the filter was implanted. During the index procedure, the filter was placed under fluoroscopy below the renal veins and above the level of the femoral veins. The patient tolerated the procedure well and was transferred in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, migration of the ivc filter, severe post-implant pain, and tricuspid regurgitation (tr). Approximately six months post implantation, the patient had the filter removed via an open chest procedure. Per the medical records, the heart was exposed through a full sternotomy and the patient was placed on cardiopulmonary bypass (cpb). The ivc filter was removed and a tricuspid valve reconstruction with cleft repair was required as the filter had been densely involved with the septal leaflet of the tricuspid valve. At the completion of the procedure, transesophageal echocardiography (tee) demonstrated mild to moderate tr. The patient tolerated the removal procedure well. Per the patient profile form (ppf), the entire filter migrated to the right ventricle of the heart, and the patient is suffering from anxiety. The filter has been removed and is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. In this case, the migration of the filter to the right side of the heart effected the performance of the tricuspid valve. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, migration of the ivc filter, severe post-implant pain, and tricuspid regurgitation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant pain does not represent a device malfunction. The brief also mentioned tricuspid regurgitation. Tricuspid regurgitation is a disorder in which the heart's tricuspid valve does not close properly, causing blood to flow backward (leak) into the right upper heart chamber (atrium) when the right lower heart chamber (ventricle) contracts. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation of the filter. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, migration of the ivc filter, severe post-implant pain, and tricuspid regurgitation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.